Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2015, to report that on (B)(6) 2015, the patient experienced scarring from a sensor patch a few weeks ago. Sensor was inserted at the abdomen on (B)(6) 2015. Patient described the skin reaction as an itching rash at sensor insertion site. Patient treats the affected area with over the counter (otc) neosporin. No additional event or patient information is available. It should be noted that the dexcom g4 platinum continuous glucose monitoring system users guide states: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (redness, swelling, bruising, itching, scarring, or skin discoloration).